Event description:
It was reported that when using one (1) bd vacutainer® k2e 7.2mg plus blood collection tube, the lid exhibited a deformity, was not able to be placed straight onto the tube, and came off during labeling, spilling blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photograph for the investigation. Evaluation of the photograph indicated a crooked stopper. A total of 100 retained samples were visually inspected, and no crooked stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode crooked stopper. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® k2e 7.2mg plus blood collection tube, the lid exhibited a deformity, was not able to be placed straight onto the tube, and came off during labeling, spilling blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.